Event description:
A hosp in (B) (6) reported to a fisher & paykel healthcare (fph) field rep that the heater wire pins in an rt235 infant breathing circuit were bent. This was noticed before use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B) (4): the returned expiratory tube of an rt235 infant breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory tube. A visual inspection revealed that one of the heater wire pins was bent, thus preventing the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Our monitoring and trending of events involving bent pins in infant breathing circuits has a rate of occurrence (B) (4).